Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump kept going into suspend mode for a couple of days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: during testing, the pump powered on normally. The pump was exercised for 24hr duration period with a 1.0u/hr basal program; no self suspend occurred during this time. All keys on the keypad were found to be responsive to user input. No hypersensitive keys were observed. The ump was able to be manually suspended and manually resumed successfully during testing. Unrelated to the complaint, evaluation revealed a discolored display screen. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.